Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The device was returned to the manufacturer with no complaint. Follow-up with the physician revealed that the device was removed due to infection by pseudomonas species. The patient also experienced fever. The pump contained lioresal, morphine, and bupivacaine. The patient had a previous mrsa infection starting in early 2007, that was non-related to the pump. It was noted that the patient recovered without sequelae.